Manufacturer narrative:
Unit passed the functional test, including the self test, a-21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime and compromised force system sensor test and excessive no delivery test. All operating currents are within specification. Unit was downloaded properly to carelink. Pro. Carelink report history shows data for unit activity from january 12 to march 7 of 2016. Unit was also programed with a test glucose meter. The unit communicated properly and recorded the 61 mg/dl value properly from glucose meter. Unit received with cracked reservoir tube lip and minor scratched display window.

Event description:
The customer indicated via phone call that high blood glucose has been experienced for the last 3 months. At the time of the call, the customer had blood glucose of 300 mg/dl to 500 mg/dl. Troubleshooting found that the drive support cap and settings were all normal but was unable to perform the high pressure test. The customer will call back when a tubing clamp is received so they can test the pump. The customer was advised to change out the entire set and call back. The customer agreed to return the product for analysis.